Manufacturer narrative:
Plate was examined under magnification. Distal portion of the plate was the only part returned. Break features suggest that the underside of the plate at the fracture experienced rubbing due to the rounded edges. The remainder of the plate fracture suggests a clean break.

Event description:
An implanted olecranon plate broke post operatively and was explanted.